Event description:
It was reported that the patient experienced an erosion with his inflatable penile prosthesis. The patient underwent surgery to remove the device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.